Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Pump switched off twice without giving any alarm/error. No adverse event reported. A request was made for the return of the device.